Event description:
It was reported that a connection issue occurred. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The probable cause was determined to be signal loss due to the transmitter and app were not being able to establish a connection. The reported event of a connection issue is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. D9: device availability ¿ additional. H2: follow up type - additional/ device evaluation. H3: device evaluated by manufacturer - additional. H6: event problem and evaluation codes - additional.

Event description:
It was reported that a connection issue occurred. The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and failed. A pairing test was performed and failed. A review of the share logs was performed and the allegation was confirmed as signal loss greater than an hour was confirmed. The probable cause was determined to be signal loss due to a defective transmitter. The reported event of a connection issue is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.